Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this procedure was performed to treat a heavily calcified lesion in the proximal left anterior descending artery. When advancing the 4.0x12mm multi-link 8 stent delivery system (sds), the stent got stuck in calcification, failing to cross to the target lesion. The sds could not be retracted into the guiding catheter. Several maneuvers were attempted to remove the sds, a dilatation catheter was advanced parallel to the guide to aid in removal of the sds; force was used and the sds was removed. After removal of the sds, it was noted that the struts were deformed. Lesion pre-dilation was performed, and another multi-link stent was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. A visual and dimensional inspection was performed and the reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. Additionally, the stent was found moved (unstable) on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link 8 coronary stent systems (css) instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is possible the IFU deviation contributed to the reported material deformation and noted unstable stent. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal of the device, as resistance was noted, likely contributed to the reported difficult to remove, ultimately causing the reported material deformation (stretched/twisted stent struts) and the noted unstable stent. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.